Event description:
It was reported that the device was failing the resistance test, which would have resulted in the device not detecting a pt load connected. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported malfunction. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that pin 1 on the u68 integrated circuit was miss-soldered, causing the reported failure.